Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? The first firing. Did any clips fall into the patient? Yes. If so how were the clips retrieved? The operator picked out the clip with an instrument. Did the retrieval of the clips alter the procedure? No, during the procedure. What vessel or structure was the device fired on at the time of the event? Not known. Was the clip fully advanced into the jaws prior to firing? Yes, the surgeon fully squeezed the closing handle to fire. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No, the primary surgeon dealt with the device.

Event description:
It was reported that during an unknown procedure the clip was not fully closed that the surgeon could not apply it to the patient. No patient consequences reported. Patient reported to be stable.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 14 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. No incident related to the reported event was observed during the batch record review.